Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03839. It was reported that the burr was stuck in lesion, a fractured rotawire and a burr detachment occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified proximal circumflex artery. The lesion contained >=90 degrees bend. A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were used after a rotawire extra support and a 1.50mm rotalink burr were unable to pass the angulation of the vessel. During procedure, after repeated successful rotablation, it was noted that the burr became trapped on the rest of the plaque. Consequently, both the rotawire and the burr became detached and remained inside patient's body. Due to the patient's condition, it was decided not to surgically remove the fragments. There were no further patient complications reported and the patient's condition after the procedure was stable.

Event description:
Same case as MDR ID: 2134265-2018-03839. It was reported that the burr was stuck in lesion, a fractured rotawire and a burr detachment occurred. The 90% stenosed target lesion was located in severely tortuous and severely calcified proximal circumflex artery. The lesion contained >=90 degrees bend. A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were used after a rotawire extrasupport and a 1.50mm rotalink burr were unable to pass the angulation of the vessel. During procedure, after repeated successful rotablation, it was noted that the burr became trapped on the rest of the plaque. Consequently, both the rotawire and the burr became detached and remained inside patient's body. Due to the patient's condition, it was decided not to surgically remove the fragments. There were no further patient complications reported and the patient's condition after the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connection, coil, and sheath were microscopically and visually examined. The advancer unit and burr devices were received attached together as a single unit. The advancer knob was received tightened in a backward position. The burr was detached from the coiled shaft. The separated end of the coil was stretched, which indicates removal force may have contributed to the separation. There were fibers tangled in the coil, which was most likely due to interaction with gauze post procedure. The burr was not received for analysis. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).